Event description:
Boston scientific crm received information that this right ventricular lead displayed high out of range pacing impedance measurements per a latitude red alert notification. In addition, noise causing oversensing was revealed. During a follow up visit, an x-ray was performed. No lead damage or fracture was noted on the x-ray. It was noted the helix had was not extended. Isometrics were performed and revealed minimal noise on the shock and rate channels. A procedure will be scheduled in the near future to determine whether there is a lead or device issue. No adverse patient effects were reported.

Event description:
Additional information was received; a revision procedure was performed. This lead displayed increased threshold measurements. External pocket manipulation did not reveal noise. Once the pocket was opened, the noise was reproduced. The lead was fully inserted into the device header. The header connection did not reveal any noise. Manipulation of the body area where the leads entered the subclavian reproduced the noise. A decision was made to implant a new shock lead. This lead was cut as far as possible and the remainder of the lead was surgically abandoned. The remaining portion of the lead will be returned for analysis. During the removal of this lead, the lead was damaged proximal to the yoke. Acceptable measurements were obtained with the replacement lead. No further adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the lead was returned severed at 192 mm from the terminal pin. The conductors extended beyond the cut end to 200 mm. Multiple cuts were noted in the insulation and surface insulation damage abrasion were revealed 108-114 mm from the terminal pin. Resistance testing revealed this portion of the lead was electrically continuous. Due to the location and type of damage, it was concluded that the damage was likely caused by lead on lead or lead on can with some type of crushing movement. Analysis could not confirm the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.